Event description:
Additional information received via email and attached 09/12/2021: the pump wasn't in patient use.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was not duplicated. Found device displayed error code 41622; however, could not duplicate the error. Root cause is unknown. The error code will be cleared. The motor and optical switch will be replaced as a preventative measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was displaying "41622 1003 system error". It is unknown if there was no patient, or clinician injury associated with this event.